Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicates only the ipg was explanted and replaced to address the issues. Therapy restored post-operatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-19333, 1627487-2021-19334. It was reported the patient experienced discomfort at the ipg site and ineffective/uncomfortable stimulation. Patient felt spasms when therapy was on. Surgical intervention may be pending.